Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/14/2017 with the following findings: the original complaint of an under responsive keypad could not be duplicated. The keypad was undamaged, and all the buttons were found to be responsive. The keypad cover was opened, and no contaminants were found under the contacts. Unrelated to the original complaint, further investigation showed a cracked battery compartment below the grip pad to the case seal. A leak test was performed and failed due to a battery compartment leak. The pump was opened, and moisture was observed on all the internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.